Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. The physician applied a blood patch and there have been no reports of further complications regarding this event.